Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. Per irs, the key failure chosen is a leaking pilot valve. However, as the pilot valve would not be directly related to a non-functional alarm. The additional failure listed is a short circuited power switch is directly related to the alarm system. The more than likely key failure then is the short circuited power switch. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.